Event description:
It was reported that there was an early replacement indicator message. A battery life longevity calculation was performed. There was a problem noted with the impedance. Therapy impedance was 110 ohms. Discussed how high energy requirements by patient, number of cathodes, and very low impedance resulted in very short longevity. Additional information received reported that it was felt that the battery depleted more rapidly than expected. The battery was reprogrammed to cycling model to try and extend the battery life. The patient was still using the stimulator and was going to contact the doctor and field rep to schedule replacement when the device stopped working. There were no adverse symptoms as a result of the event.